Manufacturer narrative:
(B)(4). The patient interface (pi) suction ring may lose suction during a procedure. Label copy states corneal fixation vacuum loss can occur. There are several factors that may contribute to suction issues such as doctor¿s technique in applying the suction ring to the cornea, doctor¿s technique in squeezing the pi clip to secure the suction ring to the pi cone and patient anatomy affecting the interface between the patient¿s cornea and the suction ring. A review of records related to the device including labeling, complaint trending, and risk documentation will be performed. Upon completion of this review, if there is any further relevant information obtained, a supplemental medwatch will be filed. As of 2/21/22, patient has not been scheduled yet for prk. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
The account reported loss of suction during raster on both (ou) eyes with a patient interface (pi). Treatment was aborted after multiple attempts. Surgeon advised to reschedule for photorefractive keratectomy (prk). Partial flap was created. Pre-op measurements: 01/26/22 right eye pre-op 20/20 -2.75 x -1.75 x 0 left eye pre-op 20/20 -2.50 x -1.00 x 0 this report is 4 of 6 reports.

Manufacturer narrative:
Section d9 device available for evaluation "yes" returned on feb 16, 2022 section h6 testing of actual suspect device: device evaluation: one (1) opened patient interface was received within original packaging confirming the reported lot number. A visual inspection of the returned product did not reveal any obvious defects or damage. The syringe was not returned. Therefore, functional testing could not be performed. Manufacturing records review: the manufacturing records for the device were reviewed. The product was manufactured and released according to specification. Conclusion: as a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.